Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: dec 6, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint device presented with damage on the edge of the lens and scratches on optic body and haptics. The complaint device was inspected and found to have a damaged cartridge tip. No assembly issues were identified. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: not applicable. If explanted, give date: not applicable. Email address: unknown/ not provided. (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a crack in the lens when surgeon was advancing the plunger during the surgery. There was no patient involvement. No further information was provided.